Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that the omnipod personal diabetes manager (pdm) was charging when the charging cable caught fire and melted. The charging port on the pdm was also reported to have melted. The mother confirmed using the charging cable provided with the pdm. No impact to blood glucose levels was provided. Damage from reported fire was contained to pdm and charging cable only.

Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.